Event description:
It was reported that the pulse generator was interrogated and a telemetry diagnostics anomaly was noted. The diagnostics were cleared and the device normal function resumed. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.